Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was being performed when the issue occurred and was completed by restarting the system. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was not emitting x rays. The review of system log files showed an error that when they pressed the pedal, displaying a message as failure, retry. Upon troubleshooting, the rse found the issue with wired footswitch. To resolve the issue, the rse has sent the wired footswitch, and the customer replaced it, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure by restarting the system with no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.